Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2021-02573. Additional information determined that this report is a duplicate of manufacturer report # 2015691-2021-02519. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
The device remains implanted. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The investigation results are inconclusive as no patient information was provided, however, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), through the (B)(6) tavi registry, during a transfemoral transcatheter aortic valve implantation (tavi) in the native aortic valve, pericardial effusion accumulated after deployment of 23 mm sapien 3 valve. After drainage, the pericardial effusion resolved. Per medical opinion, pericardial effusion was related not to device but to procedure.